Manufacturer narrative:
Continuation of d11: product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID: 97755, serial# (B)(6), product type: recharger. Product ID: 97745, serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient states that this would happen constantly and stim would get turned off somehow when it (controller) was in her purse or pocket. The controller was replaced.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 97745, serial# (B)(4) and product type: programmer. Patient product ID: 97755, serial# (B)(4) and product type: recharger. Product ID: 97745, serial# (B)(4) and product type: programmer, patient. Event updated to reflect new event date of september. Event date is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical product: product ID 97745, lot#, serial# (B)(4), implanted:, explanted:. Product type programmer, patient product ID 97755, lot# , serial# (B)(4), implanted:, explanted:. Product type recharger product ID 97745, lot#, serial# (B)(4), implanted:, explanted:. Product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the controller wasn¿t working properly. The patient reported that it takes them a long time to charge the controller, and the controller depletes more quickly than it did before. The patient reported that the screen went white and they had to remove the battery pack and replace it to resolve the issue. It was also reported that the controller switches from group a to group c on its own, and the patient has to manually switch it back. The hcp responded on october 22nd that they had no information about this issue. They called back on october 23rd but every time that the puts the paddle charger on her ins her controller screen says "can't find the device". She said her screen will go black and then back to charging. They also mentioned that she will be walking around and receive a white screen and then the controller will turn to black. The patient said that she had to remove & replace her battery to reset her controller. They had noted that their replacement controller "didn't fix it". She said originally her new controller was "kind of helping then the last couple of days I started having problems". They tried to connect to the ins with the paddle and the controller screen showed "checking for recharge quality" and with no paddle the patient could connect the controller to the ins. They were sent to repair for another replacement controller and recharger. The patient responded on november 8th, stating that the circumstances leading up to the change from group a to c involved the same activities such as walking. They stated the only change to the device was that they had a more intense level of programming in september, when the rep increased it because they were not feeling stimulation as much. They brought it up to a higher level. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the controller wasn¿t working properly. The patient reported that it takes them a long time to charge the controller, and the controller depletes more quickly than it did before. The patient reported that the screen went white and they had to remove the battery pack and replace it to resolve the issue. It was also reported that the controller switches from group a to group c on its own, and the patient has to manually switch it back. No symptoms or complications were reported.